Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. Failure analysis investigation also found the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There is a .027 offset at the tips. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, the likely cause of bending remains overloading at the tip. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, it was noted that the maryland bipolar forceps instrument did not work. There was no specific complaint about the instrument reported to intuitive surgical, inc. (Isi). The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.